Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) of 497 mg/dl with ketones. The cause of bg level was unknown. Customer went to the emergency room and was treated with intravenous insulin. Customer was unable to recall further details of event.